Event description:
Inbound. Pt reporting that last night she mixed her velletri cassette and pump alarmed not able to register, so she started over, she ended up mixing 3 cassette's total and wasted 9 vials of veletri, no further details provided.